Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that on (B)(6) 2024, during a case, when the physician inserted the lead into the implanted neurostimulator (ins) 0-7 port, the initial couple of electrodes were out of range.  They re-seated the lead and then several other electrodes were out of range.  They re-seated the lead again and moved the ins in the pocket and then re-tested impedances and all electrodes were out of range.  The physician decided to close the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the physician inserted the ins in the pocket and closed pocket. The out of range impedances were not resolved. No symptoms were reported. Retried inserting lead into battery several time to determine if connection issue. No lead damage was noted. Rep met with patient at their postop on 6/14 tp turn on educate and program. Lead 0-7 still out. All impedances over 40000 except for electrode 5 <(>&<)> 6 which reflected out of range. Patient is receiving effective therapy on the right side. Built programs to get some coverage on the left and will follow up with the patient next week after running through the two programs built to see if effective pain relief in areas needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on july 2, 2024. The rep reported that the issue was resolved as of july 2, 2024. No further information was provided.